Event description:
The device's lcd screen indicates it is "monitoring" even after one of the leads becomes detached from the pt. When a lead becomes detached, actual monitoring ceases, but there is no audible or other warning that the signal has been lost. Meanwhile, the screen continues flashing its happy "monitoring" message without interruption. The pt is left unaware, perhaps for hours, that his or her heartbeat is not being monitored, resulting in a false sense of personal security and the unrecognized loss of critical diagnostic data. When I asked laboratory staff members at ecardio ((B)(4)) why the device claims to be monitoring when it is not attached to the pt, and why no audible warning is produced when it becomes disconnected, they said "detection of lead loss is not a parameter for the software." When I told a lab manager that I thought it was "crazy" for the device to work that way, there was no disagreement on their part; their reply was only that the lab has no control over software development. In summary, a medical device that claims, per it's brochure, to "automatically detect, capture and send" reports of abnormal heart rhythms needs to be able to detect and warn that it has itself become disconnected from the pt.